Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergone any essure confirmation test". The patient's medical history included blood pressure high in 2018, parity 1 ((B)(6) 2000) and multigravida. The patient also had a family history of blood pressure high. Concomitant products included metoprolol since 2018. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: hives"), vaginal discharge ("vaginal discharge"), headache ("migraine/headache") and migraine ("migraine/headache"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction type: various items"), mood swings ("hormonal changes describe: mood swings"), alopecia ("hair loss"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding (general),") and was found to have neoplasm ("tumor / teratoma / cancer"), teratoma ("tumor / teratoma / cancer"), neoplasm malignant ("tumor / teratoma / cancer") and the first episode of weight increased ("weight gain/loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"), was found to have the second episode of weight increased ("weight gain") and weight decreased ("weight gain/loss") and experienced premenstrual dysphoric disorder ("pmdd") and abdominal pain ("abdomen pain"). The patient was treated with surgery (unilateral salpingectomy - left,lysis adhesion, adheolysis and endometrial ablation). Essure (ess205) was removed on (B)(6) 2020. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, dyspareunia, fatigue, gastrointestinal disorder, mood swings, alopecia, nausea, allergy to metals, depression, urticaria, neoplasm, teratoma, neoplasm malignant, vaginal discharge, the last episode of weight increased, premenstrual dysphoric disorder, vaginal haemorrhage, headache, migraine, weight decreased, abdominal pain and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, neoplasm, neoplasm malignant, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, teratoma, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007, (B)(6) 2008 plaintiff has been informed that she will need an hysterectomy in order to remove the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergone any essure confirmation test". The patient's medical history included blood pressure high in 2018, parity 1 ((B)(6) 2000) and multigravida. The patient also had a family history of blood pressure high. Concomitant products included metoprolol since 2018. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), depression ("psychological or psychiatric problems condition: depression"), urticaria ("rashes or skin conditions type: hives"), vaginal discharge ("vaginal discharge"), headache ("migraine/headache") and migraine ("migraine/headache"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction type: various items"), mood swings ("hormonal changes describe: mood swings"), alopecia ("hair loss"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding (general),") and was found to have neoplasm ("tumor / teratoma / cancer"), teratoma ("tumor / teratoma / cancer"), neoplasm malignant ("tumor / teratoma / cancer") and the first episode of weight increased ("weight gain/loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"), was found to have the second episode of weight increased ("weight gain") and weight decreased ("weight gain/loss") and experienced premenstrual dysphoric disorder ("pmdd") and abdominal pain ("abdomen pain"). The patient was treated with surgery (unilateral salpingectomy - left,lysis adhesion, adheolysis and endometrial ablation). Essure (ess205) was removed on (B)(6) 2020. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, dyspareunia, fatigue, gastrointestinal disorder, mood swings, alopecia, nausea, allergy to metals, depression, urticaria, neoplasm, teratoma, neoplasm malignant, vaginal discharge, the last episode of weight increased, premenstrual dysphoric disorder, vaginal haemorrhage, headache, migraine, weight decreased, abdominal pain and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, neoplasm, neoplasm malignant, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, teratoma, urticaria, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007, (B)(6) 2008 plaintiff has been informed that she will need an hysterectomy in order to remove the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pfs+mr received- essure model ess305 updated to ess205. New event abnormal bleeding (general), were added. New reporter, medial history, lab data, removal details, were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.